Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing per the technical guide, the user reported issue of main lamp not lighting or not staying on could not be duplicated. Large amount of dust was noted inside the device. The issue may have been caused by overheating due to poor ventilation from large dust build up. In addition, there is cosmetic wear and tear to the device. There is a small, non-critical crack on front panel and scratches on the top cover. Lamp under 100 hours of use. The device has old version of main power switch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use it was observed that the main lamp would not stay on or not ignite. The emergency bulbs were working fine. The spare bulb indicator illuminated four times. The bulb was replaced, and the issue was not with the bulb. The heat sink was swapped out and the heat sink latch positioning was checked without the issue being resolved. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device was repaired once in the past year.